Event description:
The customer reported that they were unable to connect some of the rooms and he could not ping multiple access points. During troubleshooting welch allyn technical support found that one of their 3com switches had failed. This resulted in a loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.